Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly on (B)(6) 2017 during an ICD (implantable cardiac defibrillator) implantation procedure, the subject programmer upgraded to the software version smartview2.56j was used associated to a programmer head. An error message appeared indicating that the programmer head was out of order whereas the inductive communication was available. After being turned off, the programmer was turned on again with the same programmer head connected to a different usb port of the programmer. As the same error message was displayed again, the implantation procedure was done without the use of the programmer head. On (B)(6) 2017, after some tests, it was concluded that the subject error message was displayed when the subject programmer was used with any programmer head. Since the cause of the above error message was identified to be the programmer itself, a second software upgrade with smartview2.56j was performed. It was found that the subject error message was not displayed anymore.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior.

Event description:
Reportedly on (B)(6) 2017 during an ICD (implantable cardiac defibrillator) implantation procedure, the subject programmer upgraded to the software version smartview2.56j was used associated to a programmer head. An error message appeared indicating that the programmer head was out of order whereas the inductive communication was available. After being turned off, the programmer was turned on again with the same programmer head connected to a different usb port of the programmer. As the same error message was displayed again, the implantation procedure was done without the use of the programmer head. On (B)(6) 2017, after some tests, it was concluded that the subject error message was displayed when the subject programmer was used with any programmer head. Since the cause of the above error message was identified to be the programmer itself, a second software upgrade with smartview2.56j was performed. It was found that the subject error message was not displayed anymore.

Event description:
Reportedly on (B)(6) 2017 that during an ICD implantation procedure (serial number is unknown) the subject programmer whose software had already upgraded to smartview2.56j. Was used associated to a rf programmer head (sn: (B)(4)) , then after five minutes since the initiation of rf communication, an error message appeared indicating that the rf head programmer was out of order whereas the inductive communication was available. After being turned off, the programmer was turned on again with the same rf programmer head connected to a different usb port of the programmer. As the same error message was displayed in several minutes, the ICD implantation procedure was done without the use of the rf programmer head. On (B)(6) 2017, after some tests, it was concluded that the above error message was displayed only when the subject programmer was used without the rf programmer head. Since the cause of the above error message was identified to be the programmer itself, a second software upgrade with smartview2.56j was performed. It was found that the subject error message was not displayed anymore.